Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed and check therapy pad messages) has been confirmed. Upon investigation the trunk cable connector was damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and experiencing check therapy pad messages.